Manufacturer narrative:
Context: a customer in france notified biomérieux of false positive results in association with the bact/alert I fa plus culture bottle (ref. (B)(4), lot 0004100662, expiration date: 12/14/2022). The samples tested were leukocytes. Subcultures were negative. On (B)(6) 2022, one ifa+ bottle incubated with a positive stem cell sample=> positive in 0.27 days (6.48h). 2 at 5 ml cells inoculated in conservation solution. Details of stem cell sample : leukocytes 271 g/l including 13% of lymphocytes, i.e. Approximately 0.54 g/l leukocytes seeded per bottle (probable volume of 2 ml). - on (B)(6) 2022, one ifa+ bottle inoculated with a positive lymphocyte sample => positive in 0.68 days. 2 at 5 ml cells inoculated in conservation solution. Details of lymphocyte sample : leukocytes 171 g/l including 83% of lymphocytes, i.e. 0.34 g/l leukocytes per bottle (volume of 2 ml also). - each bottle has an other bottle in parallel (ifn+ negative after 10 days). Investigation: *************** ** batch history record and complaint trend analysis** there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. **investigation results** backup review customer indicated to have received two (2) false positive results. False positive occurrence can be estimated as follow: declared false positive / total number of bottles in backup = 4/1920 = 0,2%. The customer¿s false positive rate is low. The investigation involved reviewing the two bottle ((B)(6) and (B)(6)) graphs and bact/alert® 3d instrument data backup provided by the customer. The backup shows the correct algorithms (algorithms 25 for ifa plus bottles) were in use for bottles, (B)(6) and (B)(6), and the incubation temperature setpoint was 37° c. Backup and graphs analysis were performed for the two false positive bottle ids provided. The readings for these two bottles were extracted and used to recalculate graphs by biomath department. The backup did not reveal any instrument issues that could have caused the bottles to be determined positive by the bact/alert® instrument. Returns or tests performed no returns other than the 3d instrument backup were requested. No testing was needed, as this issue cannot be reproduced. Root cause determination ifa bottle ID (B)(6): the ifa plus bottle (B)(6) was incubated with maximum test time of ten (10) days. The bottle was found positive by the bact/alert® 3d system 0.27 days after beginning of test by acceleration algorithm. The bottle was unloaded from the system to perform subculture and was reloaded in the system. The bottle was negative to date when backup data was extracted. The (B)(6) bottle backup data indicates the positive result was determined using algorithm 25. During (B)(6) bottle incubation, the customer loaded sixteen (16) bottles, in same drawer as (B)(6), including eight (8) bottles in same rack as (B)(6) approximately two hours after (B)(6) initial load. This is likely to have caused the dip in the reflectance curve due to small temperature fluctuation in incubator. Recovery from this dip may have been interpreted as growth by the algorithm and may have resulted in bottle (B)(6) false positive determination. Ifa bottle ID (B)(6): the ifa plus bottle (B)(6) was incubated with maximum test time of ten (10) days. The bottle was found positive by the bact/alert® 3d system 0.68 days after beginning of test, by acceleration algorithm. The bottle was unloaded from the system to perform subculture and was reloaded in the system. The bottle was negative to date when backup data was extracted. The (B)(6) bottle backup data indicates the positive result was determined using algorithm 25. A change in the curve starting at about five and half hours was identified in (B)(6) reflectance curve. This change consisted in an upward trend. The algorithm seems to have detected this change and flagged the bottle positive. This change in the reflectance curve could have been caused by the sample. The loading event of six (6) bottles in same drawer as bottle (B)(6) and occurring four hours after (B)(6) being loaded could be also a contributing factor to the false positive results. Root cause summary: no instrument faults or errors were identified while these two bottles ((B)(6) and (B)(6)) were under test. Bottle graphs do not show any evidence of cell noise. Two most likely root causes were identified based on the information provided by the customer, the data backup and the graphs analysis. 1- (B)(6) bottle graph do not have a large sigmoidal shaped curve consistent with microbial growth. The gram staining performed by customer were negative and subcultures of the bottles showed no growth. Backup analysis reveals that these bottle graphs show an elongated time to stabilization in reflectance curves. On rare occurrences, samples containing cellular products have been associated with delayed stabilization of reflectance units after the initial loading event, leading to false positive results. Although the contributing factors are unclear, the root cause has been determined to be related to the sample, sample components, or sample treatment processes. Therefore, we cannot exclude samples as a contributor to bottles being flagged as false positives. 2-the (B)(6) bottle shows a small dip in its curve prior to being determined as positive by the system. Indeed, small temperature fluctuations in incubator caused by loading new bottles sequentially in the same rack where bottles were under test, may cause reflectance value to drop resulting in dip in the curve prior to positive determination. Recovery from this dip may have been interpreted as growth by the algorithm and may have resulted in bottle (B)(6) false positive determination. This phenomenon could have also contributed to (B)(6) bottle being determined as positive. Conclusion on the product compliance to its specification/performance ******************************************************************************** the investigation did not find any malfunction of the bact/alert bottles or instrument. The customer did not report any visual defects of the four false positive bottles. Most likely root cause of (B)(6) bottles false positive results was determined to be sample related, with an increased time to stabilization. (B)(6) graph aspect and backup review lead investigation team to determine that loading event during bottle incubation was the most likely root cause to (B)(6) false positive determination by bact/alert® instrument.

Event description:
Intended use: bact/alert® I fa plus culture bottles are used with the bact/alert® microbial detection systems in qualitative procedures for enhanced recovery and detection of a variety of aerobic and facultative microorganisms (bacteria and fungi). The industry laboratory is responsible for validating the bact/alert® system and culture bottles for their testing purposes. Issue description: a customer in france notified biomérieux of false positive results in association with the bact/alert I fa plus culture bottle (ref. 412990, lot 0004100662, expiration date: 12/14/2022). The customer stated they encountered false positive results while testing atmp (cell therapy) with the bact/alert system. Results are summarized below: on (B)(6) 2022, one ifa+ bottle incubated with a positive stem cell sample=> positive in 0.27 days (6.48h). 2 at 5 ml cells inoculated in conservation solution. Details of stem cell sample : leukocytes 271 g/l including 13% of lymphocytes, i.e. Approximately 0.54 g/l leukocytes seeded per bottle (probable volume of 2 ml). On (B)(6) 2022, one ifa+ bottle inoculated with a positive lymphocyte sample => positive in 0.68 days. 2 at 5 ml cells inoculated in conservation solution. Details of lymphocyte sample : leukocytes 171 g/l including 83% of lymphocytes, i.e. 0.34 g/l leukocytes per bottle (volume of 2 ml also). Nothing on gram stain for either bottle. Each bottle has an other bottle in parallel (ifn+ negative after 10 days). The customer sub-cultured each positive bottle on agar culture media (cos) and reloaded bottles in bact alert. At the time of assessment, the subcultures were negative and bottles in progress of incubation still negative. The customer stated the product has not been transfused. Gcs (global customer service) informed the customer that the leukocyte concentrations added to the bottles are very high and encouraged them to refer to the following article regarding leukocytes high concentration and early false positive results: "may 2022 - the absolute number of leukocytes per vial as a major cause of early false positive blood cultures: proof of concept and application, camille petit · philippe lavrard meyer · didier raoult · grégory dubourg". At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. The impacted product reference (bact/alert® I fa plus ¿ ref. 412990) is not an ivd product, however the bact/alert® fa plus ¿ ref. 410851 is the same formulation and is an ivd. An investigation has been initiated.